Manufacturer narrative:
(B)(6). (B)(4). Investigation results: one flexiva 200 laser fiber was returned in one piece. The fiber measured approximately 315.4 cm from the top of the connector to the tip. Exposed glass portion of the tip measured approximately 3.5 mm and was degraded. Fibers are consumable and meant to degrade. Examination under magnification confirms the pattern on the tip is consistent with normal degradation. Visual examination revealed that light cannot travel to the fiber face within the sub miniature-a (sma) connector to illuminate it fully, this indicated that the fiber was broken within the connector. It is likely that due to the fracture within the connector that the fiber would not fire, confirming the complaint. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and the device met all manufacturing specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 laser fiber was used in a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2019. According to the complainant, during preparation, the laser fiber gave no light and was not working when tested. The procedure was completed with another flexiva 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within sma connector.